Event description:
The customer reported that during a routine check, the unit turned on by itself while unplugged from the electrical outlet. The unit could not be turned off by using the on/off switch.